Event description:
Per the clinic, the patient developed recurrent chronic infection at the abutment site. The patient has been treated with antibiotics (dates not reported), without resolution. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.